Event description:
It was reported that during an unknown procedure, pulse firing was performed and the device could be fired until the middle, then a click sound was heard although buttons were pressed. Then the firing could not be done although the trigger was grasped, and the knife could not be moved as well. After that, the doctor delt with this issue by using manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. B3: unknown. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Unk. If yes, was the staple line complete? No did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk. Was there any difficulty opening the device? The device was opened with the manual override lever. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/24/2026. D4 batch #a98h8t. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with one gst45t reload loaded in the device. The reload was received fully fired. Additionally a battery pack was returned, the battery pack was fully drained which is normal for a pack that has been installed into a device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h8t, and no non-conformances were identified.